Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 700 mg/dl and current blood glucose was 152 mg/dl. The customer also report the blood glucose was 670 mg/dl. The customer experienced symptoms such as nausea vomiting and hunger pains in her stomach. The customer was treated with intra venous saline to flush out ketones. Customer alleging possible pump under delivery. The customer was advice to stay off auto mode. The customer performed high pressure test and test result was on. Customer declined to check for the presence of leaks or air bubbles in the tubing. The insulin pump will not be returned for analysis.